Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom, determined to be caused by cracks in the ultrasonic sensor tails pins. The ultrasonic sensor was replaced.

Event description:
It was reported that a pump falsely alarmed air-in-line. It was also reported that there was no pt incident.